Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. After multiple attempts, the penumbra clinical team was unable to obtain enough device information to identify the catalog number. The only device identifiers known are: d1 (brand name), d2a (common device name), and d2b (product code). Without the catalog number for this device, unique device identifier (UDI) cannot be determined. This report is associated with MFR report number: 1. 3005168196-2024-00340.

Event description:
On (B)(6) 2024, the patient underwent a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72). It was reported that the patient¿s anatomy was very tortuous with acute turns. During the procedure, the physician noted that the red72 was difficult to advance and it required several attempts to track the red72 to the target location. After completing one pass, the physician decided to remove the red72. It was noted that the physician felt resistance while removing the red72. After removal, the red72 appeared to be kinked and stretched at the distal location. The procedure was completed with a penumbra system red 43 reperfusion catheter (red43). On (B)(6) 2024, the patient experienced a generalized tonic-clonic seizure event lasting 1 minute. The seizure was treated with medication (ativan). It was reported that the seizure occurred due to re-occlusion. A CT scan found re-occlusion in the mca/m2 arteries. The patient was put on single antiplatelet medication and discharged on (B)(6) 2024. The patient exited the study on (B)(6) 2024 and the event was considered unresolved at the time of study exit. On (B)(6) 2024, cec chair adjudicated reocclusion as a serious adverse event, possibly related to the index procedure and possibly related to penumbra system.